Event description:
Per customer: "no harm reached the patient but the incident did occur while connected to the patient. Incident occurred (B)(6) 2022 at 12:15. All events after 11 am on (B)(6) 2022 are my troubleshooting. User reports unit was set to spon mode, 40 percent f1o2, alarms map 40/10, rr hi/low 60/08. What I've tried already -- checked all voltages on main board -- ok. Ran component checks on blower and pressure sensor -- ok. Ran unit for a half hour -- ok."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being prepared for treatment. The root cause was determined to be a defective control. In consequence the correction to replace the control board resolved the issue. There was no patient or user harm